Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was implanted in the gallbladder to facilitate drainage during a gallbladder drainage procedure performed on (B)(6) 2025. A time after the procedure, on (B)(6) 2026, the patient returned to the hospital for evaluation due to the occurrence of hematochezia. During the examination, it was found that the axios stent had migrated into the duodenum. Therefore, the physician removed the stent and inspected the site; slight bleeding was seen but no perforation was observed. It was reported that the patient is in stable condition and has an ercp (endoscopic retrograde cholangiopancreatography) scheduled for (B)(6) 2026. The ercp was attempted but cannulation failed. The patient remained hospitalized for two days, but since they were in stable condition, they were able to be discharged with outpatient follow-up arranged. Note: the complainant attached images showing the stent within the patient's anatomy, where it had migrated, along with slight bleeding.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the complaint device lot number. Because the lot number is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information such as the manufacture date. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a150101 captures the reportable event of stent migration. Imdrf impact code f2202 captures the reportable event of endoscopic procedure. Imdrf impact code f08 captures the reportable event of hospitalization or prolonged hospitalization.